Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 9 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient was hospitalized due to a gastrointestinal bleed. The patient was not transfused with blood. No additional information was provided.

Manufacturer narrative:
Date received by manufacturer ¿ 10sep2018. Additional information ¿ selected. Device evaluated by manufacturer - no. Corrected data: device manufacture date ¿ 13apr2017. Manufacturing evaluation conclusion: the device was not returned for analysis, limiting the investigation to the review of the device history record and information provided by the field. A direct correlation between hm3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The account initially reported that the patient suffered from gastrointestinal bleeding on (B)(6) 2018, and was subsequently hospitalized. It was also stated that no blood product was given. It was later communicated that there was no bleeding seen during this hospitalization. The patient was reportedly discharged to home at an unspecified date. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.